Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient claims to have felt a direct current (dc) shock during syncope, which could not be confirmed. Following the episode, a vibratory alert was sent indicating the device was in back-up vvi. The device was explanted and replaced. The patient was in stable condition.